Event description:
New information notes that the lead was explanted.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted.